Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customers blood glucose (bg) level was impacted (250 mg/dl) the customer took a manual injection to stabilize bg level, it was indicated that the customer would use backup pump as alternate insulin therapy.